Event description:
It was reported that the reservoir of this inflatable penile prosthesis migrated to the scrotum. The patient underwent surgery and the reservoir was replaced. There were no patient complications.